Event description:
Procedure performed: lap nephrectomy. Event description: we have experienced a patient safety incident with the kii 12mm sleeve, where the plastic tip of the port snapped off and retained inside the patient. We were unable to retrieve the piece of plastic from inside the patient. Additional information provided by applied medical representative via email 26oct22: no effects on the patient at all. No concern from surgeon. No follow up needed. Name of procedure being performed was lap nephrectomy. Trocar removed and noted there was a piece missing. Tried to locate but wasn¿t found. Trocar was inserted by experienced consultant using the device as he always has. Twisting and pushing. No difficulty during insertion. The break was not considered a clean break. It was partially broken at the rim of the tip. Roughly 4mm length and 2mm diameter. This trocar was not used with a robot. Fan retractor was inside the cannula at the time of the incident. Description of incident: fan retractor broken during the surgery, there was pressure being applied to use the fr which is to believed to have caused the fr to break. Once this was removed and the trocar was removed. Only then was the trocar end examined and noticed there was a peiec missing. At this point the search begun which lasted about 15 minutes. At this point it was not retrieved and the surgeon deemed it in the best interest to close as it was not in the patients best interest to open the wound and locate the trocar piece due to their co-morbities. Additional information received from applied medical representative via email 25nov22: lot number is 1458647, or 1449925, or 1449951 event happened 13 september 2022. Additional information received from applied medical representative via email 29nov22: lot number confirmation: 1449925. Type of intervention: unable to retrieve the piece of plastic from inside the patient patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection confirmed the complainant¿s experience of a broken cannula tip. Based on the description of the event, it is likely that the reported event was caused by the cannula tip coming into contact with another object or instrument, which resulted in excess force being applied on the cannula tip, causing it to crack and fragment. It is also possible that the cannula tip material was more susceptible to fracture. However, in the absence of the event unit, the exact root cause of the damaged cannula tip is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: we have experienced a patient safety incident with the kii 12mm sleeve, where the plastic tip of the port snapped off and retained inside the patient.  We were unable to retrieve the piece of plastic from inside the patient. Type of intervention: unable to retrieve the piece of plastic from inside the patient. Patient status: no patient injury.